Manufacturer narrative:
Based on known information, there is no conclusive evidence that the device caused or contributed to the infection. Infection is a known inherent risk of surgery. Regarding infection- the warning section of the instructions for use states, "if an infection develops, treat the infection aggressively. An unresolved infection may require removal of the scaffold."

Event description:
Physician reported that 9 days after the surgery; re-augmentation of left breast with implant and mesh located at the inferior pole (left breast only), the patient presented an elevated white blood cell count and showed signs and symptoms of an infection - redness, fever, malaise and aches. The patient was sent to the hospital, the breast implant and mesh were removed, the area flushed and a new implant was placed. No mesh was used in the second surgery.